Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure on an unknown date the lead exhibited loss of capture and high pacing impedance at multiple sites. The lead was not used and a new lead was implanted. The patient was in stable condition.